Event description:
It is reported that the device was implanted in 1995. Revision surgery occurred in 2008, due to loosening.

Manufacturer narrative:
Eval summary: product was not returned for review. Additionally, no x-rays or lot numbers were provided for eval. No other info was supplied. Therefore, no probable cause can be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.